Manufacturer narrative:
The integrated electrosurgical generator unit (iesu) was analyzed by original equipment manufacturer: despite intensive analysis, the error could not be reproduced. There is no evidence of product malfunction. All measured values were inside of the tolerance. The erbe meets all specifications. In addition, the housing cover, the front frame vio dv printed, and both monopolar sockets, bipolar sockets, and the neutral socket were mechanically damaged and had to be replaced.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical generator unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not reproduce nor confirm the customer reported complaint of ¿bipolar energy was not working). The iesu generator energized, cauterized and all ports recognized instruments. The visual inspection shows the unit in good condition. The complaint regarding issues with bipolar energy was not confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted common bile duct exploration procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted the isi technical support engineer (tse) to report that bipolar was not working. The customer replaced the instrument, and instrument cable, tried both integrated electrosurgical unit (iesu) ports, and power cycled iesu but the issue persisted. The isi tse advised isi csr that they could try another system and iesu power cycle when possible. The customer was moving forward with the case and will power cycle when possible. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the initial reporter was present during the procedure and informed the bipolar was not working when fenestrated bipolar forceps were used on the integrated electrosurgical unit erbe (erbe) generator. Troubleshooting was done by replacing it with another fenestrated bipolar forceps, but the issue remained. The procedure was completed robotically with an e-100 generator and vessel sealer extend instrument. The patient information was not obtained.

Manufacturer narrative:
Based on the claim against the product by the customer noting the issues with bipolar energy, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the iesu. The system was tested and verified as ready for use. Isi has received the iesu, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. This complaint is considered a reportable event due to the following conclusion: the integrated electrosurgical unit erbe (erbe) generator was abandoned/replaced after the start of the procedure, and the surgeon was able to continue with the procedure robotically with a e-100 generator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.